Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va25dkb, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a CT and it appeared that the right brain lead had migrated. The cause was unknown. The patient was not receiving any benefit from the programming. Next steps were unknown.